Manufacturer narrative:
The ge service rep observed the problem then tried reseating the boards and drive cables but could not access the drive. He ordered a drive, cables, pcb. He replaced the cine 2 backplane, cine hard drive and cine ip cable. The rep formatted and tested the cine subsystem without failure.

Event description:
The customer reported that the cine sub system was not available. No patient was injured.